Event description:
The surgery was extended by 30 mins because the sterilization tray was damaged in such a way that it could not be opened during the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.